Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The knot was tight. The running suture was approx 1.0" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a cerebral aneurysm coiling procedure, two angio-seal devices were selected for closure of the left and right femoral arteriotomies. Initially, hemostasis was achieved and there were no problems. Angio-seal placement was done following the instructions for use with the exception of the physician not performing a pre-placement angiogram of the puncture sites before placing the angio-seal devices. The procedure was performed on (B)(6) 2011. On (B)(6) 2011, the pt had a massive bleed at the right puncture site which resulted in a large hematoma. Vascular surgery was performed. The right femoral artery angio-seal anchor was found, 2cm, in the subcutaneous tissues and was removed by the vascular surgeon. A drain was placed to help resolve the large hematoma and the artery was closed with a few surgical stitches. The pt was reportedly fine following the procedure and has been discharged from the hospital. The pt received the following medications (unknown dosages): aspirin, plavix and heparin throughout the procedure. The angio-seal on the left side remained in place inside the pt and did not show any signs of bleeding.